Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of death.

Event description:
Dexcom was made aware of a patient death that occurred. Patient's wife reported that on (B)(6) 2014, the patient was put on life support. Patient passed away in (B)(6) 2014. An exact date of death was not given. A cause of death was not reported. It is unknown if the patient was wearing the continuous glucose monitor (cgm) at the time of passing. There was no alleged device malfunction. A certificate of death was not provided. No additional event or patient information is available.